Event description:
It was reported that the patient was admitted to the hospital after experiencing syncope and a broken leg as a result. Upon interrogation, loss of capture, noise resulting in oversensing, far p-wave oversensing, and inappropriate mode switching was observed on the right ventricular (rv) lead. Externalized conductors were suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. A rv lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.